Manufacturer narrative:
Date of report: 13may2021. No patient involvement.

Event description:
The customer reported that the unit is not charging the battery. The customer reported that the unit was not in use on a patient. The customer contacted product support, and the caller advised the battery was replaced and still not charging. The caller advised there were no significant errors in the logs, that all the voltages are correct in the pneumatics screen. The caller advised when the unit is not powered on but the ac is plugged in sounds like the unit revs or surges. The product support advised the caller to check the battery pins to make sure the pins are not pushed in. The caller advised the pins are pushed in on the battery connector. The biomed reported that he was able to reset the pins without issue. The biomed reset the pins to address the reported issue.